Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead incurred an insulation damage and was observed during generator change. Additional information from the field indicated that the lead was repaired. The lead remains in service. No additional adverse patient effects were reported.